Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing on the device. Programming changes were suggested. The patient presented to the clinic on (B)(6)2022 , and programming changes were made. The patient was asymptomatic.